Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. The exact cause of this issue cannot be conclusively determined. Based on the similar cases with the same model, it is known that the reported event occur since the user outputs the device contacting with something hard or the probe and the jaw come into contact, which causes scratches because of wear of the ptfe pad. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an abdominal sigmoidectomy. After about 10 minutes use, the probe of the device was broken off and the probe fragment fell off inside the patient. The probe fragment was retrieved. The procedure was completed with another thunderbeat device. There was no patient harm reported.